Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer¿s blood glucose level was over 500mg/dl, and was treated with a bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. H3 other text : device not returned.